Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error image on the insulin pump¿s screen. The alarm occurred when they were working out. The customer¿s blood glucose level was 49 mg/dl. The customer declined troubleshooting for the low blood glucose. They treated the low blood glucose with food. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.